Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device does not recognize electrodes. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device was not returned to physio-control for evaluation. The reported issue could not be verified and the root cause could not be determined.

Event description:
A customer contacted physio-control to report that their device does not recognize electrodes. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.